Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert from the device. The right ventricular (rv) lead was found to have high increasing impedance. The lead was extracted. During lead extraction, the physician noticed that the lead helix screw could not be rotated. A new lead was implanted. The patient is a participant in the post approval network (pan) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.